Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 495 mg/dl. The customer's blood glucose level was 336 mg/dl and current blood glucose was 248 mg/dl. Customer¿s other blood glucose was 440 mg/dl at the time of call. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the bolus wizard and they are giving her insulin through the intravenous injection. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the performed high pressure test and the test was passed. Customer stated that the cannula was bent. Customer was not using auto mode. Troubleshooting was done for high blood glucose and under delivery. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).